Manufacturer narrative:
Reported event was confirmed. The product evaluation states, "received one ias12-120lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the blue rubber piece in the silencer is torn. All pieces were returned." The most likely underlying cause of this complaint is physical damage incurred to the sound cap. The source of the physical damage could not be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product code gcj. The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi device was being used during a robotic prostatectomy on (B)(6) 2020 when "it was reported that during the surgery that the blue flap insert flipped out of the sound cap toward the first assist. This happened when the laparoscopic suction irrigator instrument was removed. The first assist found the piece that flipped out and noticed that one of the triangles was missing. The surgeon found the other part of the flap inside the patient. The flap was retrieved from the patient. It was noted that the blue foam was still in-tack." The procedure was completed and there was no report of injury/impact to the patient/user this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.